Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. But they always keep everything fully charged all the time. Patient said they usually charge every 3 days but on saturday they were planning to do their next charge but couldn't their stimulator battery went dead and therapy turned off but not sure when. Worked with patient and their nurse to try to use the equipment to turn therapy back on but patient reported seeing: communicator not found, they restarted the handset, reset the communicator encountered: set up links and tried to connect to their implant but reported seeing no device response. Reviewed a potential reason could be because the ins battery is depleted. Assisted callers to start charging with an excellent connection the ins was off the battery level was blinking in the red. Recommended patient continue charging their implant and call back if they need further support. The issue was not resolved through troubleshooting. Additional information received from the patient (pt). Patient called back. They had all the equipment but said they couldn't make it work, and they don't know what to do. Patient said their shakes are bad, but they can't stop them. Patient thinks her implant is charged. They were at a rehab center and the machinery wouldn't work. They couldn't connect to charge the implantable neurostimulator (ins) or communicate to it. Agent was trying to walk patient through connecting with handset and communicator to handset. Patient wasn't able to find the dbs therapy application. Agent was able to assist patient try to connect and they couldn't pair the handset and communicator. Agent instructed the patient do a hard reset on the communicator and had them toggle off and on the bluetooth in the handset. Patient was able to turn therapy on. Patient said the buzzing was extra bad and they couldn't handle it. Patient had to turn the therapy back off. Patient said they hurt so bad. Agent redirected the patient to hcp.